Manufacturer narrative:
B3: unknown. One device was received for evaluation. The event history log revealed, error 1871. Functional testing was able to duplicate the reported issue. It was determined, that the locked motor was the root cause of the issue. The motor was replaced. The device then passed all functional tests. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device exhibited lec 1871 when booting. Then error code 1871, when booted up. There was no patient involvement.